Event description:
The following was reported to the manufacturer during an attempted stent placement: an ICU patient presented with a subarachnoid hemorrhage with aneurysm in mirror, both broad necked, at the posterior communicant. Under general anesthesia, the doctor punctured the right femoral artery with a micropuncture set and decided to place a triaxial system with a 7 x 80 catheter in the common carotid artery and 6 french (f) catheter guides in the internal cervical high carotid. Angiography showed an approximately 7mm broad necked aneurysm. The doctor decided to implant a 4.0x20 stent [device in question], that was difficult to deploy due to the curves of the left carotid. The stabilizer broke, the stent became "wrinkled" while entirely enclosed within the catheter system. This entire damaged system was discarded at the user facility. The procedure was continued with an additional stent (size 4.5x20) that was sub-optimally implanted due to the large neck size. When the doctor tried to place the detachable coil, he saw it came out of the aneurysm sac. The doctor decided not to complete the aneurysm embolization and the patient was returned to the ICU. [Additional information was received on 07/09/2007 from the physician stating he had selected the incorrect coil length]. In 2006, the neurosurgeon performed an aneurysm clipping surgery. Although requested, the patient's current condition has not been disclosed.

Manufacturer narrative:
PMA/510 - h020002/s5. Conclusion: other: an additional stent was used to replace the device in question.